Event description:
Pt was undergoing a cystoscopy for stone extraction. During the procedure the tip of the laser fiber broke off and was unable to be retrieved. The physician attempted to remove the piece but was unable to do locate it. A stent was placed for the pt to pass the broken fiber tip.